Event description:
It was reported that during a pulmonary bulla resection under lap on (B)(6) 2012, the surgeon found that the device could close the tissue but could not cut it out after the firing. The surgeon had to convert to open surgery and used surgical knife to cut the tissue out. The doctor then changed to hand sewing to complete the procedure.

Manufacturer narrative:
(B)(4). Firing trigger teeth. Additional follow-up: what tissue was fired upon? Lung. Did the device cut and staple completely? No. Only staple no cutting. Did the device open after firing? Yes. What steps were taken to open the device? No open issue. Was the device articulated or straight? Articulated. How is the patient currently? Is the patient expected to have a full recovery? Fine now. How long has the user been using the device? Unk. The analysis results found that the 6tb45 device was returned with the firing mechanism damaged and with no reload present. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken. While no conclusion could be reached of what cause the firing mechanism to fail, it is possible that the device was fired on tissue thicker than indicated or through a locked cartridge. When either or both of these scenarios occur, the components in the firing mechanism can be damaged. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4). No conclusion could be reached as to what may have caused the reported incident, as there was no reload returned for analysis.